Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photos identified red, white tissue and an opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, rupture and silicone migration.

Event description:
Healthcare professional reported right side "rupture with free siliconomas axilary and periprotesic". Device has been explanted.

Event description:
Healthcare professional reported right side "rupture" and "with free siliconomas axilary and periprosthetic." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified to be underweight and a broken shell. A visual and microscopic analysis was performed which identified a sharp broken on the posterior, striated broken on the posterior and a missing shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: sharp broken on posterior assessed as an unidentified (tear) opening, striated broken on posterior (patch/shell bond edge) assessed as surgical damage consistent in the use of some surgical tool, and missing shell assessed as inconclusive.